Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) ranged from 200-400 mg/dl. Additionally, customer reported that the bg meter read "high". Customer changed the supplies and delivered a bolus to address the event.